Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
This additional information received on 16aug2018 as follows: patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein as prophylaxis. Patient alleges vena cava perforation, device is unable to be retrieved, long-term anticoagulant therapy, embedded filter, ivc stenosis. Patient further alleges anxiety, depression "experienced emotional and physical pain and suffering." Specifically, experienced the following: on a (B)(6) 2017 CT scan, it shows two of the filter struts are perforating [the] vena cava. On (B)(6) 2017, [redacted] attempted to remove the filter but was unable to dislodge it from the ivc wall. On that same date, a diagnostic cavogram imaging reveals a very diminutive ivc below the filter suggesting significant inferior ivc stenosis." Attempted retrieval on (B)(6) 2017 was unsuccessful.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.